Manufacturer narrative:
Patient information was unavailable from the site.RMA issued. Replacement lumbar probe shipped to site 10/06/2014. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the straight lumbar probe twisted 90 degrees. The surgeon attributed the damage to extremely strong bone in the patient, resulting in a need to apply excessive force and torque to the driver. No further details regarding the damage were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Suspect probe was evaluated and the reported issue confirmed. The tip of probe is twisted. Per the surgeon the patient had very dense, hard bone, requiring extra force be applied to the probe. A replacement probe was sent to the site for issue resolution.